Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow-up report will be submitted once the evaluation is complete.

Event description:
The account alleges that during an interventional peripheral vascular procedure, the access sheath detached when attempting to deliver a peripheral stent for deployment within the patient's peripheral conduit. As a result, it was necessary for the patient to undergo vascular surgical removal of the detached foreign body. No additional patient consequences to report.

Manufacturer narrative:
The suspect medical device was not returned for evaluation. A photograph was provided by the account. The complaint is confirmed but the root cause could not be determined. The device history record was reviewed, and no exception documents were found. A search of the complaint database was performed and no similar complaints for this lot number were identified. Should the device be returned later, the investigation will be reopened.